Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: terumo destination 6f 45cm, other: merit medical. (B)(4). Visual inspections were performed on the returned device. The tip separation was confirmed. The stent elongation was unable to be confirmed as the stent remains in the patient. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history reviewed no other incidents reported from this lot. Additionally, the supera was not removed under fluoroscopy. It should be noted that the supera instructions for use (IFU) removal procedure) instructs: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. Additionally, under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. In this case, the reported difficulties appear to be the result of not following the removal procedures in the IFU. The investigation determined that the tip separation and stent elongation were due to user error. The additional therapy, device embedded in the vessel, minor surgery, thrombosis, delay in procedure and treatment with medications are due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid common femoral artery (cfa) with heavy tortuosity and heavy calcification. A 6x60mm supera self-expanding stent system (sess) was advanced toward the target lesion and the stent was deployed. However, the thumb slide was not retracted. Reportedly the operator was not trained. The device was removed without resistance. The supera was not removed under fluoroscopy. During the final angiogram, after placement of the supera, the tip of the catheter was noted to be separated. The tip was located in the common iliac artery. It was also noted that the stent was elongated. A failed attempt was made to retrieve the tip via snare device. Then the physician punctured the left cfa in an attempt to retrieve the tip from the left side but the tip could not be retrieved. Ultimately a standard nitinol stent was used to embed the tip in the iliac artery vessel wall. Before the procedure ended thrombosis was noted at the proximal edge outside and inside the stent. The physician performed manual aspiration and thrombolysis using actylyse. After the blood flow was recovered the procedure was finished. There was a clinically significant delay in the procedure. No additional information was provided.